Event description:
The device was returned for a sensor hardware failure (set ID sensor). Upon return, the unit did not experience any set ID related issues. The log files showed that the set ID was detecting rapid changes while the unit was in standby mode. However, these rapid changes were due to the unit being cleaned and the set ID sensor being touched.

Event description:
The following has been reported: when an admin set is loaded the pump is failing the dsps verify check which results in a tubing set misloaded alert or tubing set problem alarm depending on if the infusion was started before the check completed. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.